Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a case of bilateral visual acuity blurred, greater in right eye than left eye, with foreign body sensation in the right eye at one day post lasik treatment. Optometrist indicated a corneal abrasion present in the right eye. Pt noted not seeing well. Additional info has been requested. There are two related reports for this pt. This report addresses the pt's right eye, and another manufacturer report will be filed for the fellow eye.